Manufacturer narrative:
Corrected data: device evaluated by manufacturer, additional manufacturer narrative. Additional information: type of report: follow up, type of report, follow up, additional information/correction: event problem and evaluation codes. The customer reported that the multi-gas unit was giving inaccurate co2 and o2 readings. The unit was sent in for evaluation. The reported problem of "not giving accurate co2 and o2 readings" was duplicated. All malfunctioning parts were replaced and unit was returned to the customer.

Manufacturer narrative:
The customer reported that the multi-gas unit was giving inaccurate co2 and o2 readings. They sent the unit in for repair and it is currently awaiting evaluation.

Event description:
The customer reported that the multi-gas unit was giving inaccurate co2 and o2 readings.